Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a physician questioned an elevated architect ipth result of 179.4 pg/ml. The sample was retested and the result was 178.1 pg/ml. The customer's reference range is 15 - 68.3 pg/ml. Qc was in range. The sample was retested after replacing the reagent and the result was 169.4 pg/ml. The patient is a (B)(6) year old male in the endocrinology and metabolism department diagnosed with osteoporosis. The customer tested the sample using the roche pth method and the test result was 99 pg/ml (reference range 13 - 66 pg/ml). The test result generated by the siemens pth method was 148 pg/ml (reference range 18 - 88 pg/ml). No adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 03120i000, through abbottlink data. The historical performance of reagent lot 03120i000 was evaluated using world wide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median results are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 03120i000.. Based on the investigation, no deficiency of architect intact pth lot number 03120i000 was identified.